Event description:
It was reported that multiple occlusion alarms occurred. During troubleshooting, customer changed the pump supplies to resolve the occlusion. Customer's blood glucose was 198 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D1